Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump and was hospitalized. The reporter stated that the patient had a blood glucose of 27 mg/dl with symptoms of cognitive impairment. The patient was treated with a glucagon injection while at the hospital. The patient had remained on the pump at the time of the call. The reporter stated that there was an unprogrammed bolus delivery of 4.8 units of insulin recorded on (B)(6) 2016. The reporter stated that the patient's healthcare provider had made adjustments to the pump's settings in relation to this blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/10/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: review of the black box data and pump history revealed a 4.80-unit bolus that was manually programmed and fully delivered on (B)(6) 2016 at 16:25. On investigation, the pump powered on normally and was exercised for 24 hours with no un-programmed boluses being delivered or recording in the pump history during that time. Product analysis manually performed a 10-unit normal bolus and a 10-unit audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on the keypad. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the top of the returned battery cap was damaged and worn. The returned battery cap was difficult to remove from the pump.